Event description:
Balt prestige coil system-peripheral embo coil f230800020. Attempted to insert a coil into the catheter during a gi (gastrointestinal) bleed, and the tip of the coil broke off. Physician noticed on fluoro and was able to retrieve the tip along with the catheter. No harm to patient. We have retained the coil in question.